Event description:
It was reported that the patient underwent a knee revision approximately 1 year post implantation due to femoral loosening. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04) - femur the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.